Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited missing electrograms (egms).

Manufacturer narrative:
The reported event of missing egm was confirmed. Based on the information provided, it was determined that the vf egm after the fibber test was already read so therefore when the new segm directory was created during the session, it skipped reading the egm. A session record from a few days later displayed the vf episode with its associated segm waveform.